Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited low threshold measurements. Three days following the implant, the rv thresholds increased and the rv lead was consequently repositioned. During the repositioning, it was noted the thresholds had decreased again and a few hours following the procedure, the rv lead exhibited no capture and the impedance measurements were too low for the physician. The rv lead was explanted and replaced. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).